Event description:
Customer reported one blood leak on a CT 190g dialyzer. The blood leak occurred in 2001, use number unknown. The blood leak was noted by a blood leak alarm and confirmed by a positive hemastix result. A new dialyzer and bloodlines were set-up and the treatment continued without further incident. No patient injury or medical intervention was reported by the customer.